Manufacturer narrative:
(B)(4). Batch # r57w72. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the device handles were broken, were they broken off of each of the devices? Yes. Did any piece or pieces fall into the patient? No if yes, were they retrieved? Will they be returned with the devices for analysis? Yes if not, were they disposed of? What is meant by "park" was used to complete the procedure? The operation name for low rectum resection.

Event description:
It was reported that the closure trigger broke. During the sigmoidoproctectomy procedure, the device could not be closed. The surgeon used high force and the closure trigger was broken. Used another device, but the closure trigger was broken as well. Park was performed to complete the procedure. There was no report on the patient injury.